Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure. The revision was performed due to the patient's body habitus, which included thin skin, resulting in discomfort from the protrusion of the previously implanted non rechargeable ipg. The patient elected to transition to a smaller, rechargeable ipg to address these concerns. Postoperatively, the patient is fully recovered and was reprogramed to previous settings. The explanted device will not be returned to boston scientific for analysis as it was disposed of by the facility.